Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter contact: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower system, device was frozen on carefusion screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es tower system, device was frozen on carefusion screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application crashed. A technical support specialist investigated an application crash and found an application hang error (event ID 1002) in the event viewer, which occurred around the time of the incident. To address the issue, executed package 10000357573-00 es win10 application unresponsive hf on the affected device. The package was successfully installed, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.